Event description:
It was reported that the 9800 system had arcing at high kv during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage connectors and x-ray tube were cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.